Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage was noted during visual inspection on the electronic assembly. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and missing o-ring from the reservoir chamber. (B)(4).

Event description:
Customer reported via phone call, she attempted to bolus and the numbers kept scrolling up and she wasn't able to stop them. She removed the battery and it reoccurred. She pushes more than a couple of buttons and the device start to freeze up. She didn't know her blood glucose her blood glucose level. She was working around house so it might have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.